Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021. During examination of lead, it was noted that there was noise on the right ventricular (rv) lead during passive secure sense episodes. No programming changes were made and the physician elected to monitor the lead going forward. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information - b1, b2, b5, d6b, h1, additional information - h6 component code.

Event description:
New information received notes the right ventricular lead was explanted and replaced on 26 may 2021. The patient was in stable condition.